Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. E1: postal code- (B)(6). The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. The device underwent a visual inspection and functional tests and passed all functional and leak tests. A definitive root cause could not be identified. Based on the results of the investigation, no problems were detected. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head presented a scope communication error e226. The reported issue was found during routine inspection by the customer. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it did not lead to the identification of the cause of the occurrence. A device history record review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head presented a scope communication error e226. The reported issue was found during routine inspection by the customer. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head presented a scope communication error e226. The reported issue was found during routine inspection by the customer. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding of the switch unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a communication failure caused by a cable malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head presented a scope communication error e226. The reported issue was found during routine inspection by the customer. There was no report of patient involvement or user injury associated with this event.